Manufacturer narrative:
The full name of the event site is (B)(6) medical center. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp. The fse evaluated the iabp unit and reviewed the diagnostic logs indicating electrical test fails #14 and fault code #17 had occurred. The fse determined that the scroll compressor was faulty; installed a new compressor and ran the unit through a complete calibration and functionality test, making adjustments as needed. The iabp ran on a test balloon and trainer and the unit functioned as it should. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) had generated a message "iabp may require maintenance". The iabp was then swapped out. No adverse event was reported.